Event description:
The customer reported that the fiber was noticed to have commenced forward firing at 50,088 joules during prostate treatment. There was no pt injury. The procedure was completed with second fiber. No end user injury was reported.